Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients complaining of shocking and jolting around the battery site. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.